Event description:
A hemodialysis nurse reported that on (B)(6) 2013 the patient complained of a headache and was given tylenol while connected to the machine. One hour later the patient complained about having a headache and feeling nauseated. The nurse then disconnected the patient from the machine. The patient was sent to the hospital for tests. The patient tested high for na+ at 170. The nurse stated that she pulled the machine from the floor for testing. Upon follow up with the nurse, she stated that the machine was not related to the patient's high sodium count, nausea or headache. The specific cause of the patient's medical condition was not provided.

Manufacturer narrative:
Medical records have been requested. A supplemental report will be submitted upon final review of medical records by the post market clinical department if additional information is obtained.